Event description:
The provider reported the joystick on the tdxsp-cg powered wheelchair can no longer be turned off. The provider reported the joystick on the tdxsp-cg powered wheelchair can no longer be turned off.